Event description:
It was reported the patient's scs ipg charger box cracked open while the patient was charging his ipg. The patient stated the charger was resting on his stomach when the charger box cracked open. The patient felt heat on his stomach and removed the charger from his body. The patient also reported he experienced a red spot or small blister on his stomach where the charger was resting. The patient did not seek any medical attention and is treating the site with neosporin, and the site is improving. A new charger was sent to the patient, and he reports the new charger is working properly.

Manufacturer narrative:
Results: complaint for "general damage" was visually confirmed. Charger box cover was cracked on the sides. Further visual inspection revealed a white residue along the cracks that is consistent with glue. The returned charging system functions as intended and was able to charge normally. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.